Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that within one minute, the customer obtained blood glucose readings of lo (indicative of reading below 0.6 mmol/l) and 7.7 mmol/l on the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9hpeg09b for evaluation. The returned meter was tested with the returned test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.